Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The same day as the event onset, the patient was treated with farom (200mg 1 tab, oral, discontinued after 5 days) for peritonitis. The cause of the event and hospitalization were not reported. At the time of this report, the patient has recovered (five days after the event onset). Pd therapy was ongoing. The reporter declined to provide additional information.